Event description:
Olympus received a voluntary report (B)(4) which stated, "while performing an ercp and attempting to remove stones from common bile duct, the olympus lithotripter basket became lodged in the bile duct. Doctor attempted to use olympus crank device to retrieve the basket from the bile duct and wires snapped away from the pins on the crank device." Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.